Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: the returned syringe was examined for customer¿s reported issue. Epoxy splatter was observed on cannula shaft. Conclusion: bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. UDI #: (B)(4).

Event description:
It was reported that a defect is found on a 25 g x 1 1/2 in. Bd¿ general use sterile hypodermic needle. No injury or medical interventions were reported.